Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
(B)(4). 8100 sn: (B)(4) customer was getting error code 240.4150 and wanted to know how to fix the problem. Failure device type: failure problem type: failure mode: case resolution: I explain to the customer that he needed to replace the bottle side sensor in order to correct this problem. The customer said ok and ended the call.